Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular lead had been missing follow-up clinic appointments. Upon their first clinic follow-up post implant there was inquiry on how to turn off this lead. There was no capture on this lead with anything involving the tip and >2000 ohms. The patient also experienced muscle stimulation with configurations involving the ring. There were no further patient symptoms noted.